Manufacturer narrative:
(B)(4). The customer's experience of under infusion of versed was confirmed. A hole was observed in the silicone tubing near the upper fitment. Crush marks were observed on the upper fitment. The cause of the reported under infusion was determined to be due to a hole in the silicone segment of the infusion set tubing. Root cause of hole is unk.

Event description:
Customer reported, an under infusion of versed from a leak in the tubing. Nurse hung a new bottle of versed at 2330. At 0230, the pump alarmed and the entire bottle of versed was empty. The pump and pt were wet. No pt harm reported. Although requested, but no add'l info provided.